Event description:
Reporting status: malfunction. Reporting rationale: a separated guide wire has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire broke when it was pulled back through the guiding catheter. No resistance was felt upon advancement or removal of the products. There was no retrieval of the separated portion necessary. No pt injury was reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils. The core was separated at the proximal end of the hypotube. There was a small piece of the core still attached to the proximal end of the hypotube. There was a bend in the tip, 2.5 cm proximal to the tipball. There were offset intermediate coils sporadically, 1.2 cm proximal to the center solder for a length of 1.4 cm. There was a kink in the core, 37.5 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. This guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. The guide wire was returned with blood and contrast on the tip coils, consistent with product preparation and use inside the anatomy. Analysis confirmed that the core was separated at the proximal end of the hypotube. There was a small piece of core still attached to the hypotube indicating that proximal portion of the guide wire was previously attached into the hypotube. Sem analysis was performed indicated that the core may have been subjected to ductile overload at a bend, which likely caused the core to fail and detach. A wire being over pulled proximally to the hypotube typically requires the distal end to be trapped within the anatomy or another product. In this case, it was reported that the guide wire was used with another company's guiding catheter. It is possible that the guiding catheter was angled in the anatomy in such a way that trapped the guide wire. With the guide wire in a trapped state, any attempts to remove the guide wire would exceed design limits and cause the separation as seen in analysis. There was no indication in the case description what may have caused catheter to become angled, however, pt anatomy, lesion morphology, and/or guiding catheter tip shape selection can all be factors. Analysis also noted offset intermediate coils proximal to the center solder which is consistent with use inside the anatomy or interaction with other products. No damage was reported on the wire prior to use or during preparation, indicating that this damage may have been the result of case circumstances, and not necessarily a product quality deficiency. In order to ensure that wire separation at the hypotube does not occur as a result of a product deficiency, mfg performs a non destructive hypotube pull test on each guide wire, and performs a 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record was performed and indicates that this lot met all the mfg release requirements. Additionally, there were no other incidents reported with this part and lot combination. Overall, based on the case description and analysis of the returned wire, the separation and subsequent damage to the coils appear to be due to case circumstances. There was a bend in the tip proximal to the tipball, and a kink in the core distal to the proximal end of the guide wire. This damage was not initially reported and may be the result of tip shaping practices and packaging of the wire back to abbott vascular for eval. This damage does not appear to have contributed to or caused the reported difficulties. Product performance engineering will monitor the incident circumstances. Mfg performs a non destructive hypotube pull test on each wire, and performs a 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This MDR is considered closed by the product performance group.